Event description:
Patient presented to the physician with pain at the chest incision site, issues with speech, and headaches since therapy started, and requested removal of the inspire device. Physician brought the patient into the or and removed the entire inspire system.